Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75x38mm promus element long stent was selected to treat the lesion. However, during introduction, the proximal shaft broke outside the patient and the stent was left unusable. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with a 0.014in guidewire inserted. No issues were noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the stent. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found that the shaft polymer extrusion was broken immediately distal to the guidewire exchange port. There was evidence of material resistance as the proximal inner was severely stretched and tapered down at the distal break site. It was also noted that the distal inner was kinked and accordioned. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75x38mm promus element long stent was selected to treat the lesion. However, during introduction, the proximal shaft broke outside the patient and the stent was left unusable. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.